Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was visible when the pod was removed. The patient's blood glucose levels rose to around 22 mmol/l (400 mg/dl) while wearing the pod between 5 and 24 hours.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.